Event description:
It was reported that, "tibial screws bothered patient, could feel them (right leg) burning pain in foot associated with screws."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Kept by patient. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. Additional lot# tajcbaf.